Manufacturer narrative:
If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Concomitant med products: lid device. Reporter's phone number was not provided. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4).

Event description:
It was reported from (B)(6) that the handpiece device and the lid of the device were overheating. It was not reported if the event occurred during a surgical procedure. It was not reported if there was a delay to a planned procedure. It was not reported if there was a spare device available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported, however, it was reported that the event occurred in 2020. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information b5: upon subsequent follow-up with the reporter, additional information was received. The reporter stated that if the device was running for more then 2 minutes it would stop running and the temperature of the device would become very high. H6. Medical device problem code: code had been added accordingly. B3: it was reported in the initial medwatch that the exact date of the event was unknown. Additional information received from the reporter states that the event occurred on (B)(6) 2020.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The actual device was returned for evaluation. The handpiece device was evaluated and the reported condition that the device was overheating and would stop running after two minutes was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation it was observed that the device had corroded bearing, the leak tightness test failed, and moving parts of the device did not move smoothly. It was further determined that the device failed pretest for leakage test and check for mechanical free movement. The assignable root cause of this condition was determined to be traced to component failure due to normal wear.